Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revisied due to a periprosthetic fracture.

Manufacturer narrative:
(B)(4). No device was returned; the photograph of the explants show that the head and stem following revision. DHR review shows no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Review of the complaint history identified no additional complaints for the part and lot combination. It was confirmed that the device was used in an approved and compatible combination. Returned operative notes state that the original hip implant surgery was performed without complication. It is not known what the patient activity level is, nor if they adhered to rehabilitation protocol. Patient is noted to have good bone quality and uses a walker for ambulation. X-rays were reviewed during a follow up visit, and a periprosthetic fracture with interval subsidence was noted. The acetabular component was in good position and the construct was well fixated. It is not known when the periprosthetic fracture occurred. The patient does not report any adverse events prior to the follow up exam, but states they have difficulty lying on their right side. Revision operative notes were not obtained. With the information presented, a definitive root cause for the reported periprosthetic fracture cannot be determined.